Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that the ok and up arrow buttons required several presses on the keypad in order to elicit a response. The reporter also indicated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under all of the key contacts.